Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified one manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot revealed one similar complaint from this lot which is associated with an exception. It was reported that the device was prepped inside the anatomy. It should be noted that the coronary dilatation catheters (cdc), nc trek rx, global instructions for use (IFU) specifies: all air must be removed from the balloon and displaced with contrast prior to inserting into the body, otherwise, complications may occur. In this case, it is unknown if the violation of the IFU caused or contributed to the reported complaint. The reported difficulty removing the device from the guiding catheter appears to be related to operational context. The investigation determined the reported deflation issue is related to a manufacturing issue. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices. On january 15, 2020, the abbott vascular determined that a field safety corrective action is required for specific lots of nc trek rx coronary dilatation catheter and nc traveler coronary dilatation catheter. The field safety action number is 2024168-1/27/2020-001. This action is being taken as a result of an increase in the complaint trend for reported failures of deflation for nc trek rx and nc traveler rx coronary dilatation catheter. Product from identified lots may exhibit slow, partial or failure to deflate.h7: remedial action - ni removed.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. On january 15, 2020, the abbott vascular determined that a field safety corrective action is required for specific lots of nc trek rx coronary dilatation catheter and nc traveler coronary dilatation catheter. The field safety action number is 2024168-1/27/2020-001. This action is being taken as a result of an increase in the complaint trend for reported failures of deflation for nc trek rx and nc traveler rx coronary dilatation catheter. Product from identified lots may exhibit slow, partial or failure to deflate.

Event description:
It was reported that the patient was admitted with acute coronary syndrome. The 5.0 x 12 mm nc trek was not aspirated for air prior to use. The procedure was performed to treat a lesion in left main and left anterior descending artery. The 5.0 x 12 mm nc trek was inflated one time; however, the balloon could only be partially deflated. An attempt was made to pull the balloon into the guide catheter; however, the balloon caught at the distal end of the guide catheter. The device was able to be removed, partially inflated, from the patient anatomy without adverse patient effect. No additional information was provided.